Event description:
The customer reported the subject device was displaying an e315 error code (scope error). The reported issue occurred while reprocessing the subject device after an unspecified procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was confirmed and found to be due to water invasion in the electrical connector. Once the electrical connector was dried, the image returned to normal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely a leakage due to physical stress caused water invasion inside the device, which resulted in abnormalities in the electrical parts. However, a definitive root cause could not be determined. The following information is stated in the instructions for use which can help to reduce the impact of the event, or to prevent the event: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." In addition, service found there was a leakage due to damage of the top of switch button #1, and switch button #1 was not working due to a damaged printed circuit board. The nozzle was not smooth, and the insertion tube was stretched. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.